Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred at the biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as system error 345 messages but not reproduced during testing. Testing of the device could not identify a component failure and the assignable cause is determined to be environmental conditions. The ultrasonic sensor was replaced as part of the service procedure requirement. Should additional relevant information become available, a supplemental report will be submitted.